Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The eval confirmed the run/stop, (.), #0, #1, #2, #4, #5, #7 and #8 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop keys are selected, an automatic output of the run/stop key will occur following the selected key's function (e.g. When the #3 key is pressed the #3 key followed by run/stop will be entered). This does not allow the user to program or start an infusion. The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
During baxter's eval, it was observed that the keypad did not perform as expected.